Manufacturer narrative:
E1: first name and last name of initial reporter is unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for l4 vertebral fracture. Level at which implant performed is l3-5. It was reported that cement leakage from the screw head was observed on the c-arm image, and cement refilling was stopped. Afterwards, the screw head was turned and removed with the cement delivery assembly still attached. It was replaced with another new screw. The cement that was about to be filled in the l5 left screw leaked into the screw head. The cement delivery guide assembly was carefully installed using a guidewire. The screw in question may have been inserted barely without perforating the lateral wall of the vertebral body. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that the therapy involved is percutaneous vertebroplasty, posterior fusion. And cement leakage was happened to bone cement.

Manufacturer narrative:
H3: product analysis for part # 55750027540; lot # h5770292 visual inspection confirmed the cement has leaked in the head of the screw. The cement leak appears to be from the failed attempt in delivering the cement in the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.